Event description:
It was reported that cgm displayed error message during use with g6 sensor. No additional information was received regarding the impact to the customer¿s blood glucose level. Customer contacted support, received instructions for complete pump reset, performed reset with guidance, confirmed error did not recur, and successfully started new sensor session.